Event description:
The accounts nursing stated that the head section was drifting down. No report of injury.

Manufacturer narrative:
The account was asked to check the CPR and the head down valves. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.